Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called to advised that the new pw replacement is making loud noises and urine is getting stuck in the tubing; not entering into the canister. Unit is on the floor with no restrictions to the tubing (not in between pt's legs or covers). Unit is not making the loud noises when ts but still getting stuck in the tubing. Customer states she cleans the kit with bleach and soap. Replacing under warranty. Used with male wicks. Unclear if medical intervention was provided. No additional information provided. Tcm to pls send bio haz box.